Event description:
It was reported that the patient experienced issues with multiple pods. The third pod applied was found to have a bent cannula and was not inserted correctly. As a result, the patient developed symptoms of dizziness, weakness, and blurred vision. She checked her blood glucose, which was "high" (>27.8 mmol/l, >500 mg/dl), and used ketone strips, showing a ketone level above 3.5 mmol/l. The pod, worn on the abdomen, had been in place for less than an hour before the patient went to the emergency room (ER). At the ER, the patient received IV fluids and insulin. The total hospital stay lasted approximately 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.